Event description:
Pt was revised to address malalignment of the tibial component.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.